Event description:
It was reported that the device was at elective replacement indicator (eri) and had several power on resets consistent with radiation therapy the patient was undergoing. A save to disk was reviewed and there were no eri messages, and the device functionality appeared stable. The device was reprogrammed and remains in use. There were no reported patient complications as a result of this event. It was further noted that the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. We received performance data collected from the device and have analyzed the data. The battery voltage showed no anomalies. As of (B)(4) 2011, the battery voltage appears normal and stable at 2.88 v. The ramware version 8 was installed on (B)(4) 2011. A power on reset (por) was noted. The device experienced at least 4 critical ram parity error pors, the last 4 of which are recorded as occurring between (B)(4) 2011 and (B)(4) 2011, in different address locations. The device should be able to recover from the event and continue normal function. Radiation therapy was concurrent with the events was noted.